Event description:
It was reported to us during the procedure, a piece of plastic came off. The physician inserted the guiding catheter into the patient. While the physician was waiting for the blood to reflow, it was noticed that a piece of foreign material was present. The reported size of the foreign material is a very thin transparent "thread" 2.5 cm long.

Manufacturer narrative:
Results and conclusion: other - the actual device used during the case was not returned and evaluated. The only return was the guide catheter label with a sliver of plastic taped to it. The piece of plastic measures 27mm in length and 1.5mm at its widest location. The complaint sample has been reviewed and is consistent with a piece of heat shrink used in the segment molding operation of the guide catheter manufacturing process. A review of the manufacturing device history record detects no issue during the manufacturing of the lot that would result in or are related to the reported event. The event has ben confirmed for foreign material; root cause has been identified and actions taken to prevent reoccurrence.